Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized for high blood glucose on (B)(6) 2016. Customer's blood glucose was 520 mg/dl at the time of incident. The caller stated the customer was vomiting and had diarrhea from their high blood glucose. Customer was wearing the insulin pump at the time of the hospitalization. The customer's current blood glucose was 410 mg/dl. The customer declined to return the insulin pump for analysis.